Event description:
Hcp reported a patient with an inflammatory mass. The medication used in the pump was morphine. The patient has been treated (unknown type) and the inflammatory mass resolved. A follow up report will be sent when additional information is obtained.